Event description:
In 2008, a male pt had one implant successfully placed. No contraindications. Good primary stability. Prior to the follow-up visit (date not specified), the doctor stated that the pt had called to say he felt "something loose" at the implant site. After a conversation with pt, the doctor's office determined that "it was likely the cover screw". Three months later, during the follow-up visit for tissue removal, prior to restoration, it was discovered that the implant was missing. Pt claimed he was unaware of the implant falling out. Subsequent to the follow-up visit, the pt notified the doctor's office that he had found the implant.

Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems (1,2,3,4,5). In addition, failure to osseointegrate is included in the xp1 system labeling as a known complication. There are varius factors that contribute to the risk of implant failure. These include pt factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Pt habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants was reviewed and process and sterilization parameters were found to be as specified. In conclusion, the lack of osseointegration of this keystone dental implant is due to pt factors, and is a well-documented and inherent risk of dental implants. References: degidi m et al, clinical outcome of 802 immediately loaded 2-stage submerged implants with a new grit-blasted and acid-etched surface: 12-month follow-up. Int j oral maxillofac implants. 2006 sep-oct; 21(5):763-8. Lindeboom ja, et al, immediate placement of implants in periapical infected sites: a prospective randomized study in 50 pt's. Oral surg oral med oral pathol oral radiol endod, 2006 jun; 101(6):705-10. Epub 2006 mar 22. Goene r et al, performance of short implants in partial restorations: 3-year follow-up of osseotite implants. Implant dent, 2005 sep; 14(3):274-80. Glauser r et al, immediate occlusal loading of branemark system tiunite implants placed predominantly in soft bone: 4-year results of a prospective clinical study, clin implant dent relat res, 2005; 7 suppl 1:s52-9. Lang np, et al, consensus statement and recommended clinical procedures regarding implant survival and complications, jomi, supplement 2004.